Event description:
It was reported that the ez45b was used during a video assisted thoracic surgery procedure. It was reported by the affiliate that the jaw would not open after firing. The surgeon used another stapler to remove the instrument. There was no consequence to the patient.

Manufacturer narrative:
D5,6;h4: information not available, device not returned for analysis.